Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 23-mar-2021. The most recent information was received on 28-mar-2021. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced menstruation irregular (seriousness criteria medically significant and intervention required), headache ("headaches"), alopecia ("hair loss"), gingival disorder ("gum disease"), fatigue ("chronic fatigue"), depression ("depression"), swelling face ("facial swelling") and rash ("skin rashes") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced anxiety ("anxiety") and asthenia ("asthenia"). The patient was treated with anxiolytics, chlorphenamine maleate (antihistaminico) and surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the menstruation irregular, headache, weight increased, alopecia, gingival disorder, fatigue, depression, swelling face, rash, anxiety and asthenia outcome was unknown. The reporter considered alopecia, anxiety, asthenia, depression, fatigue, gingival disorder, headache, menstruation irregular, rash, swelling face and weight increased to be related to essure. The reporter commented: that the patient was put on sick leave due to asthenia. The patient's current condition: "awaiting emergency essure removal, with fallopian tube removal linked to damage due to essure". The essure removal date was sent ((B)(6) 2021), so it was considered that the essure was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 88 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 23-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of menstruation irregular ('irregular menstrual periods') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced menstruation irregular (seriousness criterion medically significant), headache ("headaches"), alopecia ("hair loss"), gingival disorder ("gum disease"), fatigue ("chronic fatigue"), depression ("depression"), swelling face ("facial swelling") and rash ("skin rashes") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced anxiety ("anxiety") and asthenia ("asthenia"). The patient was treated with anxiolytics, chlorphenamine maleate (antihistaminico) and surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the menstruation irregular, headache, weight increased, alopecia, gingival disorder, fatigue, depression, swelling face, rash, anxiety and asthenia outcome was unknown. The reporter considered alopecia, anxiety, asthenia, depression, fatigue, gingival disorder, headache, menstruation irregular, rash, swelling face and weight increased to be related to essure. The reporter commented: that the patient was put on sick leave due to asthenia. The patient's current condition: "awaiting emergency essure removal, with fallopian tube removal linked to damage due to essure". The essure removal date was sent ((B)(6) 2021), so it was considered that the essure was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.